Manufacturer narrative:
Follow-up #1: date of submission 03/17/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/25/2017 with the following findings: a review of the black box showed that the total daily dose basal history added up correctly. The rewind, load, and prime steps were performed successfully. The pump was exercised for 24 hours and the pump displayed the correct basal history upon completion. The reported complaint of the total daily dose not matching the basal history was not able to be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue) issue; no ¿ basal delivery totals in tdd do not match active basal program total ¿ no known cause for variation after troubleshooting by animas customer support. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.